Event description:
The customer reported that the caregiver was unaware of a technical inop message during an spo2 monitoring, and responded to a red alarm "bradycardia" alarm.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes that the caregiver was unaware of an inop technical message during spo2 monitoring, and responded to a red alarm "bradycardia" due to deterioration of the patient after several minutes had passed. The patient was given treatment to reverse this condition. Philips has not been given any indication of why the clinicians failed to respond to the technical inop for three minutes. This event is being reported only because the need for emergent care to prevent serious injury may be related to user error. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.